Event description:
It was reported that a loss of initial pressure not allowing expansion of acculif tl cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the acculif surgical technique emphasizes that proper assembly on the implant to the inserter. Any gap in the assembly could lead to a loss of pressure in the system. The amount of pressure necessary to move the endplate of the device depends on the degree of resistance offered by the remaining soft tissue and ligaments around the discectomy. Conclusion: this device was not returned - no plausible root cause can be identified at this time.

Event description:
It was reported that a loss of initial pressure not allowing expansion of acculif tl cage.